Event description:
As reported by the user facility: report from nurse: "issue: new order to start micafungin. The pt had a smart pump loaded with primary IV tubing and 1 liter bag of ns connected with about 150-200 ml left. Another saline bag was connected via a secondary tubing to primary tubing. The smart pump was in the stand-by mode (had been previously set up on the floor that transferred the pt). The rn disconnected the secondary normal saline bag and spike the 100 ml micafungin bag. Took the pump out of stand-by and noted the ml rate was at 1000ml and reset the piggyback rate to 100ml and looked at the micafungin drip chamber and noted it was running extremely fast. The rn immediately grabbed the secondary tubing roller clamp and shut the micafungin drip off. There was no disconnection from primary line or pt. Rn took the primary tubing out of the current smart pump and reloaded into another smart pump and the same thing occurred. Rn changed out the primary tubing and reconnected the same secondary tubing with the micafungin and this corrected the issue. The first smart pump and first primary tubing were taken from pt's room and given to biomed to secure." Biomed and sales rep attempted to duplicate issue and could not.

Manufacturer narrative:
Additional info summarizing the event: the pump was on standby when the nurse got to it. The nurse spiked the antibiotic (100ml) bag on the secondary set. Then ran the pump at 100ml/hr. The nurse says she noticed the secondary was free flowing in the drip chamber. The primary bag was not lowered. So the nurse got another pump and got the same result. This time, the charge nurse saw it too. They say the secondary was securely attached via the upper y-site. They ended up getting another pump with a new primary set and same secondary and it worked fine. Customer complaint investigation results: the actual pump in the reported incident was returned for eval. A review of the pump log revealed that at 5:03:58 on (B)(6) 2011, the pump was programmed to infuse at a rate of 1000ml/hr. At 5:46:33, the pump was stopped manually. The actual volume infused was 709.63ml, or 99.0% of the expected volume. This matches the rn's statement in the event description that the pump was programmed at 1000ml/hr with approximately 150-200ml left in a 1000ml saline bag when the pt was transferred to her floor. At 8:02:10, piggyback mode was entered. The rate was set for 100ml/hr with a vtbi of 100ml. At 8:02:35, the infusion was stopped manually. The door was opened and the tubing was removed. The tubing was replaced and the infusion was restarted at 8:03:19. The pump ran for 12 minutes before it was stopped again manually. The actual volume infused was 20.4ml, or 102.0% of the expected volume. The volume infused was within the specification of 100 +/-5%. Per the log, the pump ran as programmed. In addition to the pump, the primary IV set from the incident was sent for eval. The secondary IV set and the primary and secondary bags from the incident were not provided, but the facility did provide material of the same type for eval. Volumetric accuracy was tested three times in piggyback mode with the customer-supplied bags and IV sets at a rate of 100ml/hr and vtbi of 25ml, which is consistent with the programmed rate in the pump log. The results were within specification at 24.6ml, 24.7ml, and 24.6ml. The reported failure could not be confirmed using a standard piggyback configuration and the customer supplied bags and IV sets. In addition, there was no free flow condition that could be replicated with the door open or closed and when installing the tubing. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If additional pertinent info becomes available from the MFR, a f/u report will be filed.